Event description:
General report received of an unspecified number of undocumented incidents of separations. The tubings sets were being used to deliver unspecified medications. After unspecified lengths of time in use, it was reported that the tubings separated from the female luer lock adapters. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapy critical to these pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.